Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with an infection that was unrelated to the patient's implantable caridoverter defibrillator system. However, lead did exhibit some vegetation. The entire system was explanted on (B)(6) 2021. Patient was stable after the procedure.